Event description:
Atrial lead dislodgement was confirmed via chest x-ray. Atrial pacing output was reprogrammed and all info indicates this lead remains actively implanted. Should add'l info become available, this event will be updated.